Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-02061 / 02062).

Event description:
Patient reported undergoing a right knee revision procedure approximately three years post-implantation due to alleged pain, limited mobility, and loosening. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Operative report noted revision due to loosening. All components were removed and replaced with competitor product.